Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a sore where there was a chunk of skin missing about the size of a quarter under the electrode and looked like a burn mark. The patient¿s physician assistant bandaged the wound. Follow up indicated that the wound improved.